Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a button error alarm and was not able to clear due to buttons not responding. Customer reported that insulin pump may have been exposed to moisture due to being place near the air conditioner. Insulin pump also went blank. Customer attempted to dry battery compartment. Customer's blood glucose was 223 mg/dl.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on the electronic assembly also, with corroded keypad traces. Unable to verify keypad button unresponsive or button error alarm due to blank display. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.